Event description:
It was reported that the patient passed away. The cause of death is not currently known. No additional relevant information has been received to date.

Event description:
Funeral home later reported the cause of death as acute chronic respiratory failure sepsis. No other relevant information has been received to date.